Event description:
It was reported that the patient, implanted with this right ventricular (rv) defibrillation lead, was scheduled for a system revision due to fractured, non-functional leads. Fluoroscopic imaging was used to aid in lead extraction. The chronic rv lead was explanted successfully. The non-boston scientific rv lead was previously surgically abandoned in 2014 due to lead fracture near the clavicle. Despite multiple attempts, the non-boston scientific rv lead would not advance beyond the tricuspid valve and rv wall. As a result, the lead was surgically abandoned and a fracture snare could not be extracted through the groin. Lead calcification was noted. A transesophageal echo showed no signs of pericardial effusion. The patient was transferred to the intensive care unit in a stable condition with inotropic support. No additional adverse patient effects were reported. The chronic rv lead was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional event details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted with this right ventricular (rv) defibrillation lead, was scheduled for a system revision due to fractured, non-functional leads. Fluoroscopic imaging was used to aid in lead extraction. The chronic rv lead was explanted successfully. The non boston scientific rv lead was previously surgically abandoned in 2014 due to lead fracture near the clavicle. Despite multiple attempts, the non boston scientific rv lead would not advance beyond the tricuspid valve and rv wall. As a result, the lead was surgically abandoned and a fracture snare could not be extracted through the groin. Lead calcification was noted. A transesophageal echo showed no signs of pericardial effusion. The patient was transferred to the intensive care unit in a stable condition with inotropic support. No additional adverse patient effects were reported. The chronic rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the insulation. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that lead function may have been impacted by the calcification of body fluids on the insulation. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.